Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the integrated electrosurgical unit (iesu) to resolve the c-34 errors. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have error c-34. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) informed the isi technical support engineer (tse) that error code c-34 occurred on the integrated electrosurgical unit (iesu). The isi tse verified the error in the logs. The isi tse walked the customer through two hard power cycles of the iesu without cords attached, but error c-34 came back on power up. The customer did not have a backup generator. The customer connected another vision side cart (vsc) to continue with the case. The procedure was converted to another da vinci system with no reported injury.